Manufacturer narrative:
Isi has not received the prograsp forceps instrument for failure analysis investigation. Therefore, the customer reported failure has not been determined. If additional information and/or the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the prograsp forceps instrument broke and fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the breakage to occur.

Event description:
Per medwatch report (B)(4) sent by the customer, the following was reported: "prograsp instrument for da vinci xi robot cable frayed and broke while inside the patient. Surgeon inspected the patient's abdomen and x-rays were obtained. No retained foreign body/cable was noted." Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information, however, no additional details have been obtain as of date of this report.